Event description:
It was reported that during a vinci-assisted surgical procedure, the synchroseal instrument was installed on arm 4 cutting across scarred endometrium when the surgeon observed the "coating" on one of the jaws had become loose and was not fully attached to the jaw. The instrument was removed; no part of the jaw was observed to have fallen into the patient or become completely detached. The procedure was finished with no further issue. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and during visual inspection, the cut electrode was found dislodged from its original location, with the electrode protruding from the jaws. As a result, fragments of the cut electrode were missing, this resulted to cutting issues of the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage.